Event description:
It was reported that during the stage one deep brain stimulation (dbs) procedure, impedance measurements were observed to be within in range. However, during the stage two dbs procedure, once the implantable pulse generator (ipg) was connected, it was noted that nearly all contacts revealed high impedance measurements. Exchanging the lead extension and battery ports did not resolve the issue. The lead was then replaced, and the high impedance readings were resolved. The patient did well postoperatively.

Manufacturer narrative:
Analysis of the returned device revealed no anomalies. The lead exhibited normal device characteristics and passed continuity testing.

Event description:
It was reported that during the stage one deep brain stimulation (dbs) procedure, impedance measurements were observed to be within in range. However, during the stage two dbs procedure, once the implantable pulse generator (ipg) was connected, it was noted that nearly all contacts revealed high impedance measurements. Exchanging the lead extension and battery ports did not resolve the issue. The lead was then replaced, and the high impedance readings were resolved. The patient did well postoperatively.